Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electronic transmission indicated intermittent failure to capture. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds were noted on the right ventricular (rv) lead. The lead was reprogrammed and remains in use.